Manufacturer narrative:
A review of the device history record did not reveal any issues noted that are related to product or process requirements. No sample was provided. Without the issue sample for evaluation, we cannot investigate further to identify the root cause. Final finished product must meet product specification and process requirements before final release to saleable inventory. In addition, all finished product is made from qualified material that is inspected before use. The root cause could not be identified. There is no additional action taken at this time, but we will continue to monitor for trends of this nature.

Event description:
Respiratory therapist suffered an allergic reaction to the mask. She had worn an identical mask earlier in the day without issue. She had facial itching and chest tightness, she washed her face, but her chest became tighter. She was treated in the ed with benadryl and steroids and discharged to home.